Event description:
Facility coronary care unit staff were using the equipment to pace a pt, condition not reported. The equipment was operating on battery power at this time. After 1 and 1/2 hrs, the staff witnessed the monitor power shut off, the pacer cease pacing and the equipment alarm. No add'l info concerning the event was reported. The rptr did not know pt outcome. The equipment was removed from use for eval by the facility biomedical dept.